Manufacturer narrative:
The device remains in service without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) exhibited a localized infection at the device pocket. A pocket revision was performed to resolve the issue. No additional adverse patient effects were reported. Smart registry.